Manufacturer narrative:
Calibration and controls were acceptable. The sample centrifugation speed may have been faster and the time may have been shorter than recommended by the tube manufacturer. A review of alarm trace data showed no relevant alarms. The field service engineer determined there was reagent carryover. Carryover evasion washes were implemented on the analyzer and both reagent probes were changed. The issue was resolved after this action. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Manufacturer narrative:
The serial number of the c 503 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with magnesium gen.2 on a cobas c 503 analytical unit. A physician questioned the initial values as they did not agree with the clinical status of the patients. The sample was repeated on a second analyzer and the repeat values were deemed correct. The first sample initially resulted in a magnesium value of 3.2 mg/dl and it repeated as 1.8 mg/dl. The second sample initially resulted in a magnesium value of 2.7 mg/dl and it repeated as 1.7 mg/dl.